Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d4, e1 and g2. Additional information: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the video system center front panel leds were all lit and the device could not be operated further. The issue was found during receipt inspection there was no patient harm or user injury reported.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.